Manufacturer narrative:
An extended investigation is pending at this time. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported encountering a "novopen" error while using the abbott diabetes care (adc) application. The customer experienced sweating, dizziness, upset stomach, and a loss of consciousness. The customer was unable to self-treat and received pepsi and glucose tablets from a non-healthcare professional for treatment. No further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The freestyle libre 2 app complaint was investigated and determined that there were no issues with the freestyle libre 2 app that would have led to the complaint. The user reported a novopen error when using the freestyle libre 2 application. Attempted to replicate the user¿s complaint using similar configurations of samsung galaxy s20 fe 5g (android 13, 2.8.4.9335) and the user complaint could not be replicated. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported encountering a "novopen" error while using the abbott diabetes care (adc) application. The customer experienced sweating, dizziness, upset stomach, and a loss of consciousness. The customer was unable to self-treat and received pepsi and glucose tablets from a non-healthcare professional for treatment. No further information was reported. There was no report of death or permanent impairment associated with this event.